Event description:
During the intracranial aneurysm operation, the surgeon put the prowler select plus (606s255x/15811116) mc in place. He felt friction when the enterprise (enc452812/10168458) stent was advanced closed to the target lesion. The surgeon changed another prowler select plus mc (606s255x/15775362) but still failed. Finally he removed the mc and stent and changed covidien¿s ev3 to complete the procedure. No adverse event on the patient. Neither the complaint device nor the concomitant devices kinked or bent prior to the reported event. There were no noted damages to the device when it was removed from the patient. An adequate flush was maintained throughout the procedure. The event occurred at the distal shaft of the microcatheter. No other devices were successfully used with the concomitant devices. There is no information available regarding the target site or patient demographics.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15811116 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4), 1 of 3 reports. A non-sterile select plus 150/5 cm was received coiled inside a dispenser inside of a plastic bag. The hub was inspected and no damages were noted on it. The body of the device was inspected and no damages were noted on it. The ID from the microcatheter was measured and was found within specification according to document (B)(4). The microcatheter was flushed using a lab sample syringe (nipro) and after that a 0.018¿ a guide wire lab sample was introduced into the microcatheter and it advance smoothly until the microcatheter's distal tip. After that the microcatheter was flushed again and a lab sample enterprise was introduced into the microcatheter and it advance smoothly until the microcatheter's distal tip without any difficulty. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure as ¿catheter (body/shaft) ¿ obstructed¿ was not confirmed during the functional test. The cause of the failure experienced by the costumer could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Therefore no corrective actions will be taken at this time.